Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a false air in line alarm during patient use. During patient transportation the IV tubing was tugged slightly and the device alarmed for air in line although no air was present. No patient injury or medical intervention was reported. The user interface module master software version is unknown. No additional information is available at this time. (B)(4)

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.